Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging a thermal event to a dreamstation 2 advanced auto CPAP device. The patient reported the device fell off the nightstand. The user alleges the unit will no longer power on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation the technician opened the device and found significant evidence of water damage on the pca. The technician observed the device does not power on (dead device). The technician found thermal damage to q2 due to water ingress.